Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient presented in the emergency room feeling lightheaded and experiencing low heart rate. Upon interrogation, it was observed that the right ventricular lead exhibited loss of capture. Programming changes were performed, and the patient was scheduled for an extraction. On (B)(6) 2024 the lead was explanted and replaced. The patient was in stable condition.